Event description:
It was reported that during implantation, the right atrial (ra) lead's helix experienced an unspecified malfunction. The ra lead was not used, and a new one was implanted. The patient was stable.

Event description:
New information received indicated that the helix issue was that it could not extend during the procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. X-ray inspection found over-torqued of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and over-torqued of the inner coil.